Event description:
It was reported that the surgeon was using a twinfix anchor for a quads repair and on pulling the needles off the protective covers they sit in, the needles came apart from the suture. The doctor had to complete the operation with a competitor device. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Update.